Manufacturer narrative:
(B)(4).

Event description:
It was reported by the cath lab manager that they had an iab that ruptured. There was no report of patient death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. No further action required at this time. Additional information received via a user facility report. It was reported that "balloon placed. Pumping initiated. After five to six inflations, blood came back into the catheter and helium line. Balloon imaged and seen it was no longer inflating. Balloon removed. Second device placed with no issues".

Event description:
It was reported by the cath lab manager that they had an iab that ruptured. There was no report of patient death or serious injury.